Event description:
It was reported that the patient had a known short-to-shield with a driveline repair. The patient reported random alarms on their system controller with illuminated areas at the power symbols while connected to batteries. It was noted that the patient only used batteries despite the recommended use of the power module at night. Both the black and white power cable bend reliefs were damaged so the controller was exchanged on (B)(6) 2023. The log file captured mainly pulsatility index(pi) events as well as routine battery changeovers.

Manufacturer narrative:
Reference MFR # for the known repair: 2916596-2021-05656. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of intermittent alarms while connected to 14v batteries was not confirmed as the alarms were observed in the submitted log file. The reported event of damage to the strain reliefs on the system controller was not confirmed as no products were returned for analysis and no photos were submitted for review. The submitted log file contained approximately 3 days of data ((B)(6)2023 ¿ (B)(6)2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No notable alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. Multiple attempts were made to determine if the random alarms resolved after the controller exchange, and if any products would be returned for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 11apr2022. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ explains that the patient should not use batter power while sleeping and states, ¿do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms¿. Heartmate ii patient handbook and heartmate ii instructions for use cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.